Event description:
The customer reported that when they tried to expose, the screen would go black and there was no live image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable was replaced. The sys was then found to be operating as intended.